Manufacturer narrative:
Device investigation: the pump was inspected visually and there were no obvious issues. The filter nut was in place and free of any damage or obstruction. The unit was tested as returned and would only generate a vacuum of -12.5 inhg. The pressure adjustment knob was turned down (counter-clockwise) for two turns and then readjusted for maximum pressure (clockwise rotation). The last 3/4 turn was difficult and required excess force to turn the knob completely. Once the knob was in the fully clockwise position, the vacuum attainable by the pump was -27.0 inhg. Conclusion: the stiffness in the adjustment knob likely deterred the operator from further turning the knob in order to reach maximum vacuum. The pump was performing to specification once properly adjusted. At this time we are unable to determine the cause of the adjustment knob.

Event description:
The physician was performed a stroke case with the penumbra system but when the pump was turned on, it could not reach the desired vacuum level. Another pump was used successfully. The pump was tested after the procedure and the hospital confirmed that it could not reach the appropriate -25 inhg vacuum level.